Event description:
(B)(4). Initial report: this spontaneous case report from (B)(4) was reported by a nurse, via a sales representative and forwarded by our local affiliate (B)(4). This case initially assessed as non-serious, has been reassessed and upgraded to serious medically important. This case involves a (B)(6) female patient, who received poly-l-lactic acid (sculptra) therapy on two occasions. She received one vial sometime in (B)(6) 2007, and two vials sometime in (B)(6) 2008, with good results. Relevant medical history and concomitant medication information were not mentioned. Sometime in (B)(6) 2009, the patient noticed large bumps forming, which were numerous and all over her cheeks mainly, but she had some on the lower face and jaw line that were the size of "small grapes." On (B)(6) 2009, she went to her physician's office to show him. She reported that the bumps have become more obvious in the past month and she finds that when she pushes on her cheek with her tongue, there are numerous bumps that are visible and palpable when massaged. The area in her cheeks that were treated, show some demarcation of where the product was placed even at rest. Event outcome is unknown. Reporter's causality assessment: not provided. Addendum for follow-up information received on (B)(4) 2009, respectively were processed together: the nurse reports that no concomitant medications were taken, and relevant medical history included migraines. She states that on (B)(6) 2008, the patient experienced "bumps on her face." The patient was given two vials of poly-l-lactic acid on (B)(6) 2007, and she returned for another injection on (B)(6) 2008, and had a "small nodule on the right cheek and one on the left cheek, which was palpable, but not visible." On (B)(6) 2009, she presented to the physician's office and had "large bumps forming, which were numerous and all over her cheeks, lower face, and jaw line." At the time of this report, the event remains ongoing. (B)(4). No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Manufacturer narrative:
Initial report: this case has been upgraded to serious medically important. It involves a (B)(6) female patient, who received poly-l-lactic acid (sculptra) in (B)(6) 2007 and in (B)(6) 2008, with good results. In (B)(6) 2009, the patient noticed numberous large bumps all over her cheeks, some on the lower face and jaw line, the size of "small grapes." The area in her cheeks that were treated, show some demarcation of where the product was placed even at rest. Addendum received (B)(4) 2009: on (B)(6) 2008, the patient experienced "bumps on her face." The patient was given two vials of sculptra on (B)(6) 2007, and another on (B)(6) 2008, and had a "small nodule on the right cheek and one on the left cheek, which was palpable, but not visible." On (B)(6) 2009, she was presented with " large bumps forming, which were numberous and all over her cheeks, lower face, and jaw line." The event remains ongoing. (B)(4). Since no lot number is available, an investigation has been performed on all potentially involved manufactured batches marked in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event. The results show that this kind of event isn't batch related. Conclusion: no faults detectable. Manufacturer's comments. With the information provided there is no indication of device defect, malfunction, or quality issue. Nodule is considered listed in the labeling for the product. The manufacture sees no new safety signals as the result of this report. Nodule is typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life threatening condition, or fatal injury. This report is being submitted to maintain consistency in adverse event reporting across regions.